Event description:
Additional information was received from a consumer. It was reported that the patient felt an electric buzz around their head and felt like the bladder device was interfering with the patient¿s two brain stimulators and system. The patient confirmed their brain system was implanted in their chest and the bladder device was implanted in their buttocks, and it was reviewed that device interaction was unlikely, but possible; device interaction with other implanted devices and inadvertent programming was also reviewed. The patient¿s healthcare provider (hcp) told the patient having both devices would not be a problem. The patient was redirected to follow-up with their hcp if they wanted to have the programming of their brain and bladder systems checked to ensure no inadvertent programming occurred. No further complications were reported/anticipated. See related MFR report #3004209178-2017-09526.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient has not been feeling right since they had their bladder stimulator implanted on (B)(6) 2017. It was stated that it is "hard to explain" how the patient is not feeling right, with it noted that they are struggling more with parkinson's. Furthermore, prior to the bladder stimulator implant, the patient was having good and bad days, but since walking and balance has become an issue. Follow up with the healthcare professional (hcp) is to be conducted to have the deep brain stimulation therapy checked. It was recommended that the patient consult their hcp about turning off the bladder stimulator to see if their parkinson's symptoms improve. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-09521.

Event description:
Additional information was received from a friend/family member of the patient who reported that they turned the bladder device off and no longer had buzzing around the head anymore. It was reported that when the bladder device was put in they adjusted programming and the patient would feel it and would adjust it accordingly. The patient¿s activity level reportedly changed as they were exercising daily on a stationary bike and then stopped. It was stated that the patient thought the anesthesia from the bladder implant surgery really affected them because the patient hadn't been put under since having dbs implanted. The patient believed that really ¿messed them up.¿ it was noted that they thought the anesthesia was ¿working its way out of [their] system¿ and the patient was ¿pulling out of it¿ and coming back to themselves. The patient¿s parkinson¿s medications were increased. The patient¿s dbs stimulator had to be turned off for the bladder stimulation trial, which the patient thought might have something to do with it because it seemed ¿too coincidental.¿ it was noted that the patient was returning back to the way they were. It was also noted that they would try turning the bladder device back on to see what happens. The patient had an appointment with their hcp the day of this report.